Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Event description:
It was reported that the patient underwent a surgery on (B)(6) 2011 to treat spondylotic myelopathy and for implant of artificial cervical disc at c3-4. During surgery, the drill lost power and the surgeon used another hospital owned drill to complete the surgery. No patient complications were reported.